Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the foreign material was that adhered to the nozzle. There was no delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water and the nozzle was immersed in detergent solution. The air/water nozzle was wiped/brushed with a clean lint free cloth, brushes, or sponges. There were no abnormalities in the accessories used for reprocessing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope exhibited that the nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the unspecified foreign material in the nozzle could not be determined since olympus confirmed that the reprocessing was conducted in accordance with instructions for use, and the foreign material residue point was not deformed(no physical damage). The event can be detected and prevented by following the instructions for use which state: instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.